Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during basal. The customer's blood glucose was 17 mmol/l at the time of incident. The customer stated that the no delivery alarm recur during prime with the infusion set and reservoir at the time of call. The customer was advised to change the entire set. The customer stated that the insulin did not alarm no delivery after changing the entire set. The reservoir will not be returned for analysis.